Manufacturer narrative:
Problem code captures the reportable event of basket wire break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini basket stone retrieval was used in a cystotomy, ureterolithotomy with dual catheter and installation j procedure performed on (B)(6) 2018. According to the complainant, during the preparation, it was noticed that the basket was broken. The procedure was completed another gemini basket. There were no serious injury nor adverse patient effects as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.